Manufacturer narrative:
(B)(4). The valve was patent, but it did not pass leak testing due to a small tear in the top of the delta chamber. This precluded siphon and reflux testing as well as measurement of pressure-flow characteristics and preimplantation testing. The instruction for use that accompany the device caution that care should be taken in handling the valves as silicon has a low cut and tear resistance. A review of the manufacturing records showed no anomalies. No impact to pt reported all our valves are 100% tested at time of manufacture.

Event description:
It was reported to medtronic neurosurgery that during surgery the doctor found that the valve was leaking.